Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. E h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The hand switch was replaced. The system then performed as intended. Codes: b01, c07, d02 h2-3) the hand switch was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination, the reported issue was not confirmed. The analysis concluded that the hand switch had electrical failure as the 2d and 3d buttons were intermittent when pressed. The hand switch was faulty. Codes: b02, c02, d02 h2) please see the additional codes section for additional information, annex g code update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a spontaneous shut down when putting the system in lift and shift. They rebooted and the system prompted them to press m and open the gantry, which did not resolve the issue. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.